Event description:
It was reported that the patient was implanted on (B)(6) 2022. The system monitor read left ventricular assist device (lvad) fault. The pump was set at 3000 rpms but it read 5000 rpms. The pump was unable to be turned off from the system monitor. The log file captured a backup battery fault alarm and low speed advisory alarms. Related manufacturer's reference number: 2916596-2022-15605 (pump).

Manufacturer narrative:
Patient information has not yet been provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Prior to the implant procedure the pump had been primed with no issues. Everything had been routine. During the procedure, when the physician attempted to stop the pump it would count down to 10 seconds but not stop. This was tried 3 times without success, so the modular cable was disconnected. The power module, the system monitor, and the system monitor to power module cable were exchanged and the issue resolved. Related MFR # of the power module: 2916596-2023-00908.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a communication issue with the system monitor was not confirmed as the reported event was not reproduced during testing of the returned system monitor. The returned system monitor (serial number: (B)(6)) was evaluated by the service depot and the unit functioned as intended throughout testing. The unit was connected to a test system controller and mock circulatory loop for several days without any issues. A full functional checkout was performed and the unit passed all steps of the test without any issues. The serviced and tested unit was returned to the customer site after passing all tests per procedure. The submitted system controller event log file contained approximately 16 minutes of data ((B)(6) 2022 from 13:52:16 to 14:08:54 per the timestamp) and the submitted system controller periodic log file contained approximately 4 hours of data ((B)(6) 2022 from 10:59:04 to 14:32:48 per the timestamp). The data in the log files did not indicate any issues with the system monitor. The pump maintained a speed above the low speed limit without issue throughout the log file. The device history records were reviewed and the records revealed that the heartmate system monitor, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system monitor was shipped to the customer on 16aug2011. Heartmate system monitor instructions for use informs the user to refer any servicing of heartmate lvas equipment to trained service personnel only. Heartmate 3 instructions for use section 4 ¿ ¿system monitor¿ addresses how to properly use the system monitor, and the actions to take if the system monitor is not functioning as intended. This section also states how to view the system controller event history on the system monitor. The heartmate 3 patient handbook and the heartmate 3 instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.